Manufacturer narrative:
(B)(4) - leaks are not listed in the instructions for use. (B)(4).

Event description:
A pt underwent internal iliac artery aneurysm repair on (B)(6) 2012. The pt's anatomical form was not suitable for endovascular repair since the device was used to repair iliac artery aneurysm and only one iliac leg was placed from common iliac artery to external iliac artery. After the iliac leg was placed to gray positioner was removed. Then the physician attempted to insert the wire guide that had come out again and also insert a catheter, however, resistance was encountered. During manipulation of the devices, the hemostatic valve was damaged. Bleeding was observed, but the procedure was completed was performing ballooning. The patient's condition is fine after the procedure.